Manufacturer narrative:
Pump analysis results revealed the following gear train anomalies in the pump motor: corrosion/ wear/lubrication and stall due to gear wheel.

Manufacturer narrative:
The pump log printout obtained after device return shows that the pump was delivering 20.0 mg/ml dilaudid at 5.851 mg/day, as of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider, and company representative regarding a patient who was receiving dilaudid of unknown concentration at a dose rate of 0.0625 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had a pain pump since (B)(6) of 2009 for chronic back pain. The patient had two spinal fusions; the second surgery for sciatica pain. The patient was scheduled to receive a new pump around (B)(6) 2016. The pump was described as having helped a lot. As of (B)(6) 2016 however, the last two weeks the patient had been having a lot more pain. It was noted as kind of felt like the pump is not dispensing enough medicine. For a couple weeks the pump alarmed and three short beeps, three or four times a day, was heard. The reporter was questioning if the pump was failing early. The patient was considering if switching to a nerve stimulation device was an option. A consumer later reported on (B)(6) 2016 that they had heard a pump alarm and thought it was his fitbit. The patient felt it should be normal practice to be able to play the test alarms for the pump when the pump is implanted. The pump alarm was heard once an hour. It was determined that the pump failed and stalled on (B)(6) 2016. The patient experienced withdrawal, an increase in back pain, felt like he had a cold, was achy, had diarrhea for a week, and a headache. The change in therapy/symptoms occurred gradually. The pump was replaced on (B)(6) 2016 and the patient was doing better. A company representative reported that as per a healthcare provider (hcp), the pump had alarmed and premature battery depletion occurred. The pump was interrogated. It was discovered via telemetry that the pump had stalled 5 months prior to elective replacement indicator (eri). The pump was replaced without difficulty. The explanted device was to be returned to the manufacturer for analysis. Dilaudid was used in the pump for the course of treatment. The patient was without injury regarding their status as of (B)(6) 2016. The issue resolved and the patient was receiving effective therapy. On (B)(6) 2016, a company representative reported that the only item they had noted in the logs was a motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.